Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was broken, the fiber bonding in the outer tube area (distal end) was damaged and stripes in image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: the video cable was broken and therefore stripes in image occur (the reported issue "flickering" accompanies this failure). For the newly identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the subject device had flickering image. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, that the subject device had flickering image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.